Event description:
It was reported that stent damage occurred. During a percutaneous transluminal coronary angioplasty (ptca), a 38 x 3.50 promus premier select stent was advanced and positioned at the lesion site, but could not pass through the lesion properly, and deployment was not completed. The device could not be positioned at the lesion site, and therefore could not be used. No attempts were made to inflate the balloon. The device was removed from the patient, and damage on the stent struts were noted. The procedure was completed with another of the same device. No patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure.

Event description:
It was reported that stent damage occurred. During a percutaneous transluminal coronary angioplasty (ptca), a 38 x 3.50 promus premier select stent was advanced and positioned at the lesion site, but could not pass through the lesion properly, and deployment was not completed. The device could not be positioned at the lesion site, and therefore could not be used. No attempts were made to inflate the balloon. The device was removed from the patient, and damage on the stent struts were noted. The procedure was completed with another of the same device. No patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure.

Manufacturer narrative:
Device evaluated by MFR: a 38 x 3.50mm promus premier select stent delivery system (sds) was returned for analysis. An examination (visual and via scope) of the crimped stent found no issues. The stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.